Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter had intermittent no responses from the meter up, down, ok and back buttons. This complaint was classified based on the customer care advocate (cca) documentation. Two months prior to contacting lfs, the patient reported the alleged issues first occurred. The patient reported using novolog insulin pump therapy to manage her diabetes. The patient reported testing on an unknown back up meter at an unknown time and obtained an unknown reading, however she administered 6-9 units of novolog insulin based on that reading. The patient reported 1 hour later, she developed symptoms of "excessive thirst and urination" which she associated with hyperglycemia. The patient denied receiving further medical intervention. At the time of troubleshooting, the cca confirmed these were intermittently recurring issues. The cca noted this was not the first time the meter had been used and there was no misuse of the product. The alleged issues were not resolved with a walk through retest. Replacement products were sent to the patient. These complaints are being reported as adverse events because the patient reported due to the alleged issues, she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
(B)(4): the patient alleged an ok button issue. The meter's ok button was found to work intermittently. The meter was found have pcb contamination at s103. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.